Event description:
Affiliate reports pt with corneal ulcer od. Information limited despite numerous inquiries. Two lots were reported and it is unknown which was worn od. Both lot# l000tws and l000vcm will be reported in this medwatch. Information received from complainant was limited and suggested potential serious injury. As the details of this injury are not known, this is being reported as worst case. Based on all available information, no casual factors can be determined and no conclusion can be drawn. If additional information is received, will report within 30 days of receipt. Lot history review for the lots in question will be sent in a follow-up report. MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Lot l000vcm, exp 01/01/2013, manufacture date 01/2007.